Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During this procedure, the pacing portion of this right ventricular (rv) lead was surgically abandoned due to an unknown reason. The shocking portion of the rv lead remains in service, and a new pacing lead was implanted on the right ventricle. No adverse patient effects were reported.